Event description:
Cut and coag reducing arrow selection button on the generator is not functioning but increasing arrow does function and footswitch is not receiving the foot pedal signal.

Manufacturer narrative:
Method: product not returned for evaluation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.